Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the catheter. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sliding suture wing was positioned between the 35cm and 37cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent; however, when flushing the red-luered lumen, a leak was observed just proximal of the sliding suture wing. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the leak. Microscopic inspection of the leak site revealed two small punctures. The punctures occurred within one of the regions of necking. Material abrasion was observed in the vicinity of the punctures. The split characteristics, surface abrasion, necking and tensile weakness were consistent with damage caused by manipulation of the catheter with a traumatic instrument. The location of the damage suggested that catheter securement, and maintenance techniques may have contributed. The product IFU states ¿avoid accidental contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the catheter. There was no reported patient injury.